Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem as previously reported due to the report of a force bipolar instrument that had a hinge break. The first assistance attempted to remove the force bipolar through the cannula, but was not able to. The site noticed that the hinge was sticking out of place and could not be adjusted to fit it through the cannula. The surgeon made a larger port side incision to remove the force bipolar instrument and cannula together. The surgeon then used a traditional, larger cannula to maintain insufflation. It was reported that this procedure was converted to laparoscopic surgery for an unknown rationale. Updated section b1 to be adverse event and product problem. Updated section b2 to be required intervention. Updated section h1 to add serious injury. Corrected information can be found the following fields: b1 and h1. Updated information can be found in the following fields: b2, g6 and h2.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis did not replicate or confirm the reported event. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the bumper test. No damage was found. The instrument was fully functional. This event is being reported because the customer reported event indicates that there was reasonably a product issue that, if it were to recur, could potentially cause a serious injury.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was initially reported that during a da vinci-assisted sigmoid colectomy procedure that the force bipolar instrument had a hinge break. This instrument had been used several times to retract tissue, then on one this last attempt the surgeon reported not being able to use the instrument. The first assist attempted to remove the force bipolar through the cannula, but was not able to. It was noticed that the hinge was sticking out of place and could not be adjusted to fit it through the cannula. The surgeon made a larger port site incision to remove the force bipolar instrument and cannula together. The surgeon then used a traditional, larger cannula to maintain insufflation. It was reported that this procedure was converted to laparoscopic surgery for an unknown reason. On 18-oct-2021, intuitive surgical inc. (Isi) contacted the site's robotics coordinator who initially reported this event and additional information regarding this complaint was obtained: this force bipolar instrument never collided with another instrument or a hard material. The force bipolar instrument was not in strong grip mode when this event occurred and was being used to move/ retract tissue. It was reported that the instrument was not holding tissue at the time that it broke and it was never stuck on tissue. When asked why the procedure was converted to laparoscopy the following answer was provided: ¿we were forced to undock the robot to remove the malfunctioning instrument and the trocar at the same time. We did not want to risk another complication with similar problem at this time and since the robot was already undocked we decided to proceed laparoscopically.¿ the surgeon¿s opinion on how this event affected the procedure as a whole was asked for and the following answer was provided: ¿this had the potential of harming the patient if the forced bipolar was stuck on tissue and extra tissue had to be resected. In removing the instrument with the sharp hinge sticking out could have also caused damage to the surrounding abdominal wall tissue. This increased the procedure time and the time patient was under general anesthesia.¿ the surgeon reportedly stated that this event affected the patient¿s health by increasing the operating time and the time the patient was under anesthesia. The patient reportedly did not experience any post-operative complications. The reporter stated that the patient was doing well and was discharged on (B)(6) 2021.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication has not been determined. The force bipolar instrument was requested to be returned, but has not yet been received for further investigation. If additional information is obtained and supplemental MDR will be created. A complaint history review was performed and found no other complaints related to this instrument. On 18-oct-2021, isi received three images of this instrument and event. One image is of the force bipolar instrument while still inside the patient's anatomy. The image shows the jaws closed and a piece of the instrument at the distal end sticking out of place. The other two images show the force bipolar instrument after being removed from the patient anatomy. One image shows the force bipolar wrist and cables area of the instrument as well as the same distal piece sticking out. The other image does not show the wrist area of the instrument as the distal seems to have been pushed into the main tube of the instrument and therefore concealing the wrist. Without the instrument being returned and analyzed, root cause of the failure could not be determined. This force bipolar instrument (part number: 471405-06 / lot number: n10200831-0034) has not been reused in subsequent procedures. The instrument has two uses remaining. This event is being reported due to the following conclusion: the force bipolar instrument broke and became unusable. The surgeon had to remove the instrument and cannula together to continue the procedure. Although there was no report of patient injury as a result of the issue, if the event were to recur it could cause or contribute to an adverse event. Follow-up was attempted, but the information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.